Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impeance reading, indicating possible device malfunction. Treating neurologist reportedly indicated that the patient's device was "fine" and that he would like to see the patient again in three months for follow up. It was reported that the patient had experienced a gradual increase in seizures over the past year. No parameter adjustments were made, but the neurologist did increase one of the patient's medications. The patient's family member indicated that they can usually tell when the device is stimulating as it changes family member's voice, but has recently noticed that the voice changes are no longer occurring. The patient reportedly has an appointment scheduled with a gastroenterologist due to hiccups. Investigation to date has been unable to determine the cause of the reported high impedance condition or whether the device has reached end of service.